Event description:
Enterocutaneous fistula [enterocutaneous fistula]; abscess [abscess]. Case description: a spontaneous report was received on (B)(6) 2009, from a healthcare provider (hcp) via a genzyme company rep regarding a female pt, who experienced an abscess and enterocutaneous fistula after receiving seprafilm. The hcp reported that he used seprafilm on the pt for an unspecified procedure on an unk date. Postoperatively, she developed an abscess and subsequently developed an enterocutaneous fistula. No other info was available. At the time of this report, the outcome of the pt was unk. The pt had a history of previous treatment with seprafilm. For additional events from this reporter regarding this pt see (B)(4). Manufacturer's comment: the benefit-risk relationship of drug x is not affected by this report.